Event description:
During an index ablation procedure, the Baylis sheath used for transseptal puncture was exchanged over the Versacross RF wire for the GuideStar sheath. Upon removal of the GuideStar dilator, a slit was observed at the dilator tip. No resistance or excessive force was reported, and the operator was highly experienced. The sheath had been prepared per IFU and no defects were noted prior to use.Mapping continued, followed by pulmonary vein isolation ablation. Transient loss of 1:1 AV conduction occurred near the right superior pulmonary vein and resolved when ablation ceased. During subsequent ablation, the patient developed ventricular tachycardia / ventricular fibrillation. Intracardiac echocardiography identified a moderate to large pericardial effusion surrounding the left ventricle.Emergency interventions included defibrillation, chest compressions, pericardiocentesis (approximately 400 mL drained), transfusion protocol, intubation, and ICU admission. Normal sinus rhythm was restored, but the procedure could not be completed. The patient later died on (b)(6)2026; cause of death has not yet been provided.The physician assessed the relationship between the adverse event and the GuideStar guiding sheath as probable. The relationship between the dilator tip damage and the VT/VF arrest remains unknown. The packaged guidewire was not used; the Versacross wire was utilized. The device will be returned.

Manufacturer narrative:
CONCLUSION NOT YET AVAILABLE, EVALUATION IN PROCESS. A FOLLOW-UP WILL BE SUBMITTED AS SOON AS THE INVESTIGATION IS COMPLETE. OSCOR INC. IS SUBMITTING THE ABOVE REPORT TO COMPLY WITH 21 CFR PART 803, THE MEDICAL DEVICE REPORTING REGULATION. THE REPORT IS BASED UPON INFORMATION OBTAINED BY OSCOR INC. WHICH THE COMPANY MAY NOT HAVE BEEN ABLE TO INVESTIGATE OR VERIFY PRIOR TO THE DATE THE REPORT WAS REQUIRED BY FDA. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION THAT THE DEVICE, OSCOR INC., OR ITS EMPLOYEES, CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THIS REPORT. NOR DOES THIS REPORT REFLECT A CONCLUSION BY FDA, OSCOR INC., OR ITS EMPLOYEES, THAT THE REPORT CONSTITUTES AN ADMISSION THAT THE DEVICE, OSCOR INC., OR ITS EMPLOYEES, CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THIS REPORT.

Event description:
VT/VF ARREST. SUBMITTED FOR ADMINISTRATIVE PURPOSES.

Manufacturer narrative:
The following sections were updated in Follow-up 1:A1, A2, A3, A4, B1, B2, B4, B5, D4, D9, G2, G3, G6, H1, H2, H3, H4, H6, and H11.One GuideStar 10F sheath was returned with the dilator under RMA# (b)(4). No other accessories were included. No visible blood was noticed on or inside the device. According to the device description summary, Following transseptal puncture and exchange from the Baylis sheath to the GuideStar sheath, damage to the GuideStar sheath dilator tip was observed. Upon evaluation of the dilator a tear in the tip of approximately 4MM in length was noticed and the cone shape was replaced by a flat tip. This is consistent with encountering possible resistance and the guidewire cutting the dilator tip open from force being applied. The sheath was then evaluated and a kink in the shaft was noted approximately 14CM from the handle assembly. This is also consistent with the sheath not being supported and/or excessive force being applied to the device. The sheath did deflect in both directions as expected and no other defects were noted with the device.Per Manufacturing procedure Destino Reach Handle Assembly Position the proximal gear so that the longer pull wire goes through the hole from on the distal side of proximal gear. Then place a ring over pull wire and coin the end of the pull wire with the wire coining fixture.Slide distal gear from distal tip of sheath, position small pull wire through small hole in distal gear. Place a ring over pull wire then coin the end of the pull wire with the wire coining fixture.Per QA procedure Destino Steerable Guiding Sheath In-Process and Final InspectionDeflection Test: Perform deflection test according to procedure. The deflection test is performed by manufacturing personnel at 100% and inspected by Quality Assurance Personnel through AQL as established. Using the deflection inspection fixture, verify the centerline of the sheath meets the applicable deflection criteria. Before to starting to deflect the unit please ensure that the distal tip of the sheath is aligned with the distal engraved line of the template. For bidirectional models, Deflect the device until the curve falls within the applicable deflection template. Verify the deflection to be 170° (Nominal 180° - 10°) in both (Opposing) directions from the straight position of the sheath distal tip by sweeping the full template.The Instructions for Use (IFU) informs the User: Verify deflecting and straightening of the distal section of the steerable sheath using the handle of the sheath. Refer to "Deflecting and straightening the steerable sheath" for instructions. Twist the deflection collar slowly and carefully to deflect the distal tip. Caution: The sheath will deflect at the speed which the deflection collar is turned. Avoid rapid deflection that may cause vessel damage. When the desired deflection point or site access is achieved, stop turning the deflection collar. Caution: To ensure retention of the desired deflection position(s), avoid contact with the deflection collar that may cause the sheath to change deflection shape. Do not deflect the sheath with dilator or with the device inserted. Caution: When in the deflected position, the steerable guiding sheath should not be rotated while encountering resistance since that could severely damage the vessel, heart chamber, or anatomy of the patient.Returned device analysis revealed the dilator tip was cut 4MM and the cone shape was nonexistent on the tip. A kink was also found on the sheath 14CM from the handle. This is consistent with the end user encountering possible resistance and excess force being used during the procedure.The stated failure of the returned product was confirmed by our investigation; however, the root cause of the failure cannot be determined. However, corrective action has been initiated to investigate and prevent the reoccurrence of this issue.Oscor Inc. is submitting the above report to comply with 21 CFR Part 803, the Medical Device Reporting Regulation. The report is based upon information obtained by Oscor Inc. which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, Oscor Inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, Oscor Inc., or its employees, that the report constitutes an admission that the device, Oscor Inc., or its employees, caused or contributed to the event described in this report.